Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the replace system controller alarm was visible on the system controller and the monitor. The system controller was replaced. The alarm resolved with the controller exchange. The patient was stable. The inside of the system controller seemed to have a liquid present.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed with the evaluation of the returned system controller (serial # (B)(6)). The log file retrieved from the returned device captured backup battery fault events relating to an ebb test circuit fault code, which resulted in the controller fault alarm. The system controller was tested with laboratory equipment and this fault code was able to be reproduced. The evaluation of the device revealed three wires on the backup battery ribbon cable were partially dislodged from the connector. This resulted in a shorted condition with the metal contacts between the wires causing the controller fault alarm. The wires were reseated fully into the connector and retesting did not reproduce any further unexpected alarms. A root cause of the wires becoming dislodged from the backup battery ribbon cable connector could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 19oct2017. It was noted the system controller was shipped with 11v backup battery (serial # (B)(6)). Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.